Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-02490 and 1627487-2012-02492. It was reported, the pt had signs of infection at her cervical lead site and it appeared to be tracking down to the ipg. The physician removed the lead but left the ipg implanted after he irrigated and cultured the pocket site. It was reported, the physician will leave the ipg implanted unless the ipg site culture results are positive. The pt was admitted to the hospital for the intravenous antibiotics and pain control. F/u on the pt found the pt had completed antibiotic treatment and the infection had resolved.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.